Event description:
It was reported to hill-rom that the control unit was overheating. The customer alleged that the patient received blisters on the right foot big toe, 2nd, 3rd and 4th toes. A hill-rom technician removed the product from the account. An investigation of the unit showed that the outer surface temperatures exceeded ul temperature specifications for brief patient contact. Root cause was due to compressed o-rings that prevented the blower manifold from staying connected to the blower motor. The disconnection of the blower manifold caused heated air from the blower to recirculate back into the blower and cause the unit to overheat. During an investigation of this product line it was found that is it possible for an external component on the product to reach a temperature above that which is allowable for brief patient contact. All allegations of injury (regardless of severity) due to this failure mode are being reported.

Manufacturer narrative:
Root cause was due to compressed o-rings that prevented the blower manifold from staying connected to the blower motor. The disconnection of the blower manifold caused heated air from the blower to recirculate back into the blower and cause the unit to overheat.